Event description:
Three pts had blue lint in their eyes, on the lens. Two pts had the lint removed, but one pt still has lint in their eye causing no problems, it will be removed at a later date.

Manufacturer narrative:
Review of device history records of the two possible components which are blue indicates no defective units were found during inspection, no abnormal occurrence during production and no defects in retained samples. No sample was provided by the customer, the gown and the back table cover materials have not changed recently and they do not conform with specifications. The defect could not be confirmed. Pack design under review. All blue-colored components may be isolated in a separate wrap, with customer approval.